Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: a2dr01, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise. During a routine device follow-up visit, it was found that the device recorded short v-v intervals 5 months prior to the device check. The clinic performed pocket and arm manipulation, but they were unable to produce the oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.